Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump should have been refilled on (B)(6) 2019 but was being refilled today ((B)(6) 2019). When the reservoir was accessed, they aspirated 1.5 cc. The hcp stated that there were no error codes when the pump was interrogated today or any audible pump alarms but there were hash marks for the refill date and no reservoir volume documented. The event logs had not been accessed/reviewed as far as the reporter knew. The patient stated when trying to receive a pa (patient activated) bolus yesterday ((B)(6) 2019) they encountered an error code, but the reporter did not know what that was at the time of the call. The patient never heard an audible pump alarm. No patient symptoms were reported. Additional information received reported that the reason for the pump not being refilled on (B)(6) 2019 was the patient did not come on the refill date. The patient saw error codes 235 (empty reservoir) and 236 (low reservoir) on (B)(6) 2019. In regards to if the pump logs showed an active alarm condition, was the cause for the patient not hearing the active alarm determined, it was noted that the patient heard an alarm on (B)(6) 2019. The cause for seeing hash marks for the refill date and no reservoir volume being documented was they were told by tech services they were from any empty or near empty reservoir. No further complications were reported/anticipated.